Manufacturer narrative:
Evaluation results: a cadd extension set was returned for investigation in used condition. The sample was visually inspected at a distance of 12 inches under normal conditions of illumination. No problems were observed with the physical condition of the returned sample. The sample was tested using a hydrostatic vessel. The leaking reported by the customer was not replicated during testing. An occlusion was detected however. The occlusion resulted from medication that was stuck in the tube.

Event description:
Information was received indicating that at the end of therapy of this smiths medical cadd extension sets, the set was found leaking. It was reported that therapy started two days prior with dose 5300 mg total of 110 ml. No patient consequences were reported. No adverse effects were reported.